Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt261412/9026415, pxc181000/9271635 on the right side, and pxc161000/9146058 on the left). The patient tolerated the procedure. On (B)(6) 2014, a follow-up study revealed that the contralateral leg component on the right side had migrated proximally (distance of migration is unknown). The physician elected to implant another contralateral leg component, extending into the right external iliac artery to repair the migration. The right internal iliac artery was coil-embolized. The patient tolerated the reintervention procedure.